Event description:
Burns and blisters on the back [burns second degree], the pain still exists [pain]. Case narrative: this is a spontaneous report from a contactable physician and a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported the patient went to the physician because pain still existed on an unspecified date. It was noticed the patient experienced burns and blisters on the back on an unspecified date. The patient did not have the packing, no information about the number of the product and its expiration date was collected at this time. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (08may2017): new information received from a consumer (the husband of the patient): "everything" was recovered. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event of "burns and blisters on the back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain still exist is assessed as non-serious. The events are assessed as associated with the use of the device., comment: based on the information provided, the event of "burns and blisters on the back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain still exist is assessed as non-serious. The events are assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burns and blisters on the back [burns second degree] , the pain still exists [pain]. Case narrative:this is a spontaneous report from a contactable physician and a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported the patient went to the physician because pain still existed on an unspecified date. It was noticed the patient experienced burns and blisters on the back on an unspecified date. The patient did not have the packing, no information about the number of the product and its expiration date was collected at this time. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was resolved on an unspecified date. According to the product quality complaint group: reasonably suggest device malfunction: no. Site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (08may2017): new information received from a consumer (the husband of the patient): "everything" was recovered. Follow up (02apr2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of "burns and blisters on the back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain still exist is assessed as non-serious. The events are assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns and blisters on the back [burns second degree] , the pain still exists [pain]. Case narrative:this is a spontaneous report from a contactable physician via medical information team. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported the patient went to the physician because pain still existed on an unspecified date with the outcome of unknown. It was noticed the patient experienced burns and blisters on the back on an unspecified date with outcome of unknown. The patient did not have the packing, no information about the number of the product and its expiration date was collected at this time. The action taken in response to the events for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns and blisters on the back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain still exist is assessed as non-serious. The events are assessed as associated with the use of the device., comment: based on the information provided, the event of "burns and blisters on the back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event pain still exist is assessed as non-serious. The events are assessed as associated with the use of the device.